Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10: it was reported that, during a robotic laparoscopic hysterectomy procedure, the monopolar curved shears (mcs) broke. The original mcs was replaced with another mcs in order to continue the surgery. There was no patient injury. Pli-20: it was reported that, during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) was in use when the cable was observed to be loose, and the jaw movement was not happening as intended. The original bfg was replaced with a new one to complete the surgery. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), h4 h3) evaluation summary: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Three images were received. Two of the images showed a bipolar fenestrated grasper where the blue bipolar energy cable was loose and had come out of its desired location. The energy cable did not look broken or cut. The metal cable puck can be seen as damaged and broken. A section of the pulley was broken. One image showed the adaptor of a bipolar fenestrated grasper with the serial number and reference identification that matched what was reported. Evaluation of the logs did not indicate any issues regarding the cable or jaw issues with the bipolar fenestrated grasper. The logs are not able to capture any hardware issues. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper was in use when the cable was observed to be loose, and the jaw movement was not happening as intended. The bipolar fenestrated grasper was replaced with a new one to complete the surgery. There was no patient injury.